Manufacturer narrative:
Product event summary: analysis confirmed the reported event; ECG (electrocardiogram) connector is loose (damaged). It was confirmed the hinge does not support the screen in the upright position due to the lower hinges being damaged. It was also confirmed the programmer is slow to boot. Analysis also found a printed circuit board out of electrical specification (electrical) and the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) connector appeared to be damaged. It was also reported the boot up of the programmer was slow and the hinge on the screen does not support the screen in the upright position. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.